Event description:
It was reported that the patient presented for a pacemaker exhibiting no inductive and radio frequency telemetry. No intervention was performed. The patient experienced no consequences.

Manufacturer narrative:
Correction: h6 - type of investigation, investigation findings, and investigation conclusions should be "4114 - device not returned", "3221 - no findings available", and "4315 - cause not established", respectively.